Event description:
A home pt had been receiving v.a.c. Therapy since 2008, on two wounds on the inner and outer calf. It is alleged that when the nurse removed the granufoam dressing from the outer calf wound, the pt began to bleed. The nurse reported that the dressing required soaking prior to removal. The nurse applied pressure to the wound but could not stop the bleeding. The pt was taken to the ER where a vessel required 2 sutures to stop the bleeding. The home health nurse indicated the quantity of blood loss was unk. It was also noted that the fluid in the canister prior to the event was clear. There were no non-adherent layers or intervening products placed in the wound. The following month, the home health nurse indicated that the pt had returned home and v.a.c. Therapy was reapplied using whitefoam dressing.

Manufacturer narrative:
V.a.c. Labeling states under wound preparation "if dressing adheres to wound, consider introducing sterile water or normal saline into the dressing and waiting 15-30 mins, then gently removing dressing from the wound. Consider placing a single layer, wide meshed, non-adherent dressing on the wound prior to dressing application." V.a.c. Labeling also states under warnings "all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c. Therapy. Always ensure that v.a.c. Foam dressing do not come in direct contact with vessels or organs. Use of a thick layer of natural tissue should provided the most effective protection. If a thick layer of natural tissue is not available or is not surgically possible, multiple layers of fine meshed, non-adherent material, or bio-engineered tissue may be considered as an alternative, if deemed by the treating physician to provide a complete protective barrier." The device was returned to kci quality engineering for evaluation. The device was tested and met specifications.